Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first clip applier had been fired a couple of times. On the third firing it locked on the cystic duct and would not open. The duct was tore in an attempt to remove the device. The surgeon pulled the applier to remove it from tissue. The duct was clipped again to repair the damage from removing the first applier. A second applier was opened, and it locked on the first clip fired. The clip jammed in the jaws. The clip was removed from the jaws however; the device would not fire correctly afterwards. The clips were crossing. Finally a third applier was pulled and used to complete the procedure without any patient impact.

Manufacturer narrative:
Information anticipated, but unavailable at this time.